Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The initial failure description was that the rotaflow "battery has failed and the patient can not be transported". A getinge service technician was on site on 2021-07-02 to repair the affected rotaflow. The technician could confirm the failure and replaced the battery pack with fuse (material# 70101.7188). The device is working as intended. The last battery replacement has taken place on 2018-05-28. Therefore, the most probable root cause for the battery failure could be determined as the lifetime of the battery was due. The product in question was produced in 2018-12-01 the review of the non-conformities has been performed on 2021-08-23 for the period of 2018-12-01 to 2021-06-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow battery has failed and the patient could not be transported. Complaint ID: (B)(4).